Manufacturer narrative:
The insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a cracked area around the reservoir chamber on the insulin pump. Customer stated that she went to do a complete set change this morning and encountered this issue. Customer's blood glucose was 324 mg/dl at the time of the incident. Customer stated that when she turned her reservoir into the pump, it chipped out. Customer stated that she treated her high blood glucose by changing out her reservoir and giving herself a bolus using the pump. Customer stated there was damage along the reservoir threading. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.